Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported recurring insulin flow blocked alarms, even after replacing the injection set three times in one day. The customer's glucose level was 400 mg/dl at the time of the event. The customer was treated for hyperglycemia with an insulin pump. The event involved product mmt-1886. Troubleshooting was performed, and the customer was advised on possible causes, including induration at the puncture site, procedure issues, and potential defects in the serter. The customer was instructed to rotate puncture sites between the abdomen and buttocks and consult with their physician regarding the possibility of using a longer cannula for improved insulin delivery. A self-test was completed successfully. It was unknown whether the insulin pump was in use within 48 hours of the reported event. It was unknown whether the auto mode feature was turned on or off. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.